Event description:
It was reported that both leads were capped due to product performance issues, they were 'starting to function poorly'. No patient complications have been reported as a result of this event.